Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing an audio failure involving the speaker at the information center ix.. The device was in use when the issue was found. There was no reported injury or harm.